Manufacturer narrative:
Additional information has been provided. The surgeon reported that during a procedure for a dropped nucleus the patient experienced a scleral burn. This was a difficult case as the lens nucleus was particularly dense. This required prolonged use of the fragmatome handpiece and tip. The surgeon noticed that he had caused a burn on the sclera when he was suturing the site after the nucleus had been removed. No further information was received. The operator¿s manual includes the warnings: use of the fragmentation handpiece in the absence of aspiration flow can cause excessive heating and potential scleral burns. Good clinical practice dictates testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering eye. Thermal injuries are typically related to excessive heat generated by the fragmentation tip due to insufficient aspiration flow, extended energy application, or combination of both. The fragmatome handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With the information obtained, there is no evidence that the performance of the system or handpiece caused or contributed to the reported event. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure for a dropped nucleus the patient experienced a scleral burn. Additional information has been requested but not received.